Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery in an ophthalmic console system message displayed and system shut down itself. The surgery was completed by the restarting the system and there was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported ¿shut down¿ occurring before surgery. To address this, the software was reinstalled. The system was tested and found to meet product specifications. There was no patient impact reported. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number: was performed. No similar complaints were reported for the products¿ serial (under investigation) with the same event code. The root cause of the reported event is attributed to a software-related malfunction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is:(B)(4).